Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was monitored for 3 days and no alarms were noted. The insulin pump was received with cracked case at display window corners, battery tube thread and with minor scratched liquid crystal display window.

Event description:
Customer reported receiving an error alarm on the insulin pump. Blood glucose level at the time of the call was not provided. No further information was provided.